Event description:
A patient with complex anatomy, including a fenestrated septum and deficient inferior rim, was implanted with a 36mm amplatzer septal occluder (aso). The patient's defect was sized using echocardiography and a 34mm amplatzer sizing balloon. The aso was placed across the defect and the minnesota-wiggle test confirmed the device was stable. The next day, a trans-esophageal echocardiogram revealed the aso had moved, was no longer securely positioned and the inferior rim was found protruding through the defect. The patient was referred for surgery where the aso was removed and the defect was repaired. The patient had a satisfactory post-surgical course and was discharged from the hospital five days later based on the usual surgical protocol.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.